Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break and catheter stuck in the lesion occurred. The target lesion was located in the coronary artery. A 145, 5-in-6 guidezilla guide extension catheter was used to help treat the target lesion. Upon removal of the guidezilla guide extension catheter, it was noticed that the junction catheter tube/extension broke. It was also noticed that the guidezilla guide extension catheter stuck in the coronary artery. The broken part of the guidezilla guide extension catheter was removed by inflating a non-bsc balloon catheter in the distal area of the guide extension catheter. The patient had severe hemodynamic instability and was regressive during material ablation as reported.